Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14394. It was reported the patient experienced ineffective stimulation. X-ray imaging confirmed a fractured lead. As a result, the patient underwent surgical intervention on an unknown date in which their system was explanted and replaced with a competitor system. As it is unknown which lead was fractured, both devices are being reported on.